Manufacturer narrative:
Additioanl information has been requested and if received, will be submitted on a supplemental report. This event created a serious injury in the past and will be reported as a malfunction.

Event description:
It was reported that, "locking screw did not seat upon 1st try. We tried backing out & then reimplanting, when finally seating dr tightened and snapped off head of screw." No adverse consequence report.